Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the event caused by a component failure of the electrode. The cause of the electrode melting cannot be identified. The possible cause is that a spark may have occurred due to other equipment being nearby. Visual inspection confirmed that the tip of the electrode had melted. No further escalation is required. Based on the investigation, no nonconformances were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device loop was damaged during a transurethral resection of the prostate in saline (turis) therapeutic procedure. The procedure was completed using an olympus back-up device. The were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.